Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts ab-externo implantation in the unknown eye. Hcp noted "the conjunctiva is getting pulled posteriorly" and "a lot of adhesion in tenon intraoperatively." Within a couple of months post-op, the tip eroded to conjunctiva. Device remains implanted.

Event description:
Additional information reported device was explanted and trabeculectomy performed in the right eye. Event resolved 6 days after onset.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a3, a4, b2, b3, b5, b7, d4, d6a, d6b, h4, h6.

Event description:
Healthcare professional reported a xen®45 gts ab-externo implantation in the unknown eye. Hcp noted "the conjunctiva is getting pulled posteriorly" and "a lot of adhesion in tenon intraoperatively." Within a couple of months post-op, the tip eroded to conjunctiva. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental emdr-14931. Aware date should have been listed as 12/dec/2023.